Manufacturer narrative:
(B)(4). Date sent 12/8/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: 1. Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. Surgeon was unsure as he did not visually see staples at the area of the leak. 2. How was the procedure completed? The anastomosis was resected out and another cdh29p was fired. Second firing was successful and no leaks. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure that after the firing a leak test was done and a leak was found on the lateral side. The crunch was heard and the donuts were complete. A second circular stapler was used to repair the leak in the anastomosis. A second leak test was done and no bubbles were detected. There were no adverse consequences for the patient. Patient was discharged as scheduled with no leaks detected.